Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated upon the reported information.

Event description:
A 153200m9 selector 35khz neuro handpiece leaked and overheated during a craniotomy. There was no injury involved with this event.